Event description:
During a (B)(4) study in which individual subjects progressed through four study periods each compromising six hd treatments over a two week period. The patients were given their standard bolus heparin, then 100% of the standard bolus dose, then 80% of bolus standard, then 66.7% of bolus standard. The patient experienced a burning sensation to the lower extremities after approximately two hours of treatment with citrasate hd. The subject asked to have her dialysate changed and her symptoms resolved. She withdrew consent from the study. The outcome was resolved on (B)(6) 2010. The severity of the event was mild and the relationship to the study was assessed as unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.